Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the source of high shocking lead impedance was not conclusively identified. However, the impedance was rechecked and measurement was at normal range. Thus, the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.